Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The insulin pump was also received with normal operating currents. The insulin pump was monitored for several days, and no battery out limit alarms occurred during testing. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed battery out limit. The customer stated that he was at a water park when the issue occurred. He noted that he had disconnected and reconnected from the insulin pump leading up to the issue. The customer's blood glucose was 105 mg/dl. He noted that the esc key seemed to work but the rest of the buttons were unresponsive. He reported that he had taken the insulin pump off while at the water park, but he had the device in his swim trunks. He was unable to troubleshoot for the battery out limit alarm due to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.